Event description:
It was reported that the patient was given an artificial airway after brainstem hemorrhage on (B)(6). The patient developed hypoventilation on the evening of (B)(6), and the oxygen saturation dropped to 80%. On the morning of (B)(6), it was found that the air bag was broken and leaking, and the symptoms improved 2-3 minutes after replacing the new tracheotomy cannula, and the blood oxygen saturation reached 99%. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: the investigation of the complaint was limited because no sample was returned. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. Without the sample we are unable to determine true root cause of this issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.